Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 495 mg/dl. The customer's current blood glucose is 208 mg/dl. The customer did experienced the symptoms such as shortness of breathe, vomiting, and chest pains. The customer was treated by insulin pump. Troubleshooting was done for high blood glucose. Customer reports air bubble in tubing and air bubble were removed successfully. Troubleshooting was done for high blood glucose. The customer was performing displacement test and the test did pass. The insulin pump and reservoir will not be returned for analysis.